Manufacturer narrative:
The cause of the patient's post-operative complications cannot be determined at this time. No lot number has been provided; therefore a review of the manufacturing records is not possible at this time. Should additional information be provided, a supplemental emdr will be submitted. This emdr represents the bard flat mesh (device 1); an additional emdr will be submitted to represent the bard/davol visilex (device 2). Not returned.

Event description:
It is alleged by the patients attorney that on (B)(6) 2012 or (B)(6) 2017, the patient underwent surgery for implant of an unspecified bard/davol bard flat mesh (device 1) and an unspecified bard/davol visilex (device 2). As reported, the patient is making a claim for an adverse patient outcome against the bard flat mesh (device 1) and the visilex (device 2). As reported, the attorney alleges general allegations for ¿past, present, and future damages, including but not limited to, mental and physical pain and suffering for severe and permanent personal injuries sustained by the patient.¿